Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead was being seen in the emergency room. The local boston scientific field representative was called to interrogate the device as pacing spikes were being seen close to the t-wave. Capture was unable to be obtained and no sensing was noted. Some noise was noted on the shock electrogram. An x-ray was performed where it was determined that the lead had dislodged. The lead was programmed off and the patient was hooked up to an external monitor. The local boston scientific field representative reported that a revision procedure was planned for the future. No additional information was known.